Event description:
The hcp reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. After the physician pulled the scope out of the patient, he noticed the capsule in the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and tissue was present. The plunger had been fully depressed and retracted.